Event description:
I am writing this letter to let you know that my husband (B)(6), has experienced adverse reactions, quality problems and overall dissatisfaction with the liberty cycler 2.8 for his home peritoneal dialysis treatments which led to numerous emergency room visits and hospital stays. We received this notice (urgent product information: liberty cycler software version 2.8 and higher risk of increased intraperitoneal volume (iipv)/(overfill)) in the mail when my husband had already been admitted to (B)(6) hospital in (B)(6). My husband had to be treated for not only the symptoms that are mentioned in your correspondence, but other problems as well causing harm to my husband's overall health and well being. My husband had to be immediately removed from the peritoneal dialysis and placed on hemo dialysis due to the medical concerns. He had at minimum three operations during his (B)(6) day stay and is still experiencing discomfort due to his declining health. From the time we were informed that baxter was not longer going to be our provider and the date we received this dialysis machine from fresenius, there has been continuous medical emergencies and malfunctioning machines. Numerous machines had to be air shipped to our home overnight due to the malfunction of the machines we had at home. On many occasions my husband could not perform the treatments or complete the session simply because the machine would just not work. Numerous calls were made to customer service to no avail. The customer service managers would try to figure out what was wrong in order to correct the situation, but we were unable to rectify the malfunction on our end, so the suggested response would be to wait until the next morning for a replacement machine. We also requested many times to be shipped a new machine, we were informed that the machines were refurbished and no new machines were available. My husband has experienced, failing health, liver damage, and of course the loss of his career. Dialysis hemo must be performed three times a week, in a center opposed to the peritoneal therapy, done at home in the evenings which allowed my husband to work normal hours in (B)(6). He no longer can work day due to this change in therapy. The only reason for the delay in responding is because of the amount of time it has taken to get my husband well enough so that I could find the time to appropriately respond. We only hope that this complaint is taken seriously, as we believe lives are at stake.